Event description:
It was reported that the tracheostomy tube ruptured during patient use. The cuff had significantly leaked and was unable to maintain a seal. The tube was changed as soon as the leak was discovered, and the patient was initially manually ventilated with 100% oxygen before being placed back on their mechanical ventilator uneventfully. Proper placement was confirmed with a etco2 monitor and auscultation of the chest. The patient was monitored with spo2 and hyperoxygenated. The previous tube, which had a pinhole, was discarded. No further complications were reported in relation to this event.